Event description:
Update: (B)(6) 2012 - patient fact sheet was received, which identified part/lot information and birthdate.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Litigation alleges that pain, mechanical sensations of jumping and popping, limited range of motion affecting day to day activities including standing, walking, sitting and sleeping. Additionally, the patient had elevated metals levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
.